Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image and session records indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. This fluctuation to accommodate the patient's needs, resulted in the trigger of the electronics performance indicator (epi). Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.